Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, incident with patient which led to hospital admission. Additional information indicated customer advised that when they were initially instructed and demonstrated on how to use this product, they didn't experience any pain or discomfort with the product. However, several days later after the patient had used the product multiple times they experienced pain and discomfort and during the procedure the patient experienced bleeding at one point. One of the carers who were performing the irrigation stated that she went through 3 catheters where she burst one of the balloons during use. Another carer stated that when they set up the system the end user would push out the catheter during use and before the irrigation could be completed several times.